Manufacturer narrative:
Z800f (B)(6) was tested for a constant air-in-line alarm and the issue was not found. Pump meets full specification. Reported issue is not confirmed.

Event description:
Healthcare professional reported "air in line when no air in line. It happened while hooked to a patient and was switched with another pump mid iron infusion." Medication being infused was iron. No patient injury reported.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.